Manufacturer narrative:
Received patient information from customer and have filled out the appropriate fields: 78 years old : female the patient was being monitored using 12 lead ECG for chest pain. No adverse effect to the patient due to the reported issue.

Event description:
The customer contacted physio-control to report that their device would not stop printing and the buttons were inoperative. As a result, defibrillation would not have been possible if it were necessary. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the small keypad assembly, which resolved the reported issue, and the main keypad was replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed small keypad assembly and determined the cause of the reported issue was due to physical damage of the code summary button which shorted the keypad.

Event description:
The customer contacted physio-control to report that their device would not stop printing and the buttons were inoperative. As a result, defibrillation would not have been possible if it were necessary. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.